Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced that after cocking the spring, she was unable to deploy the infusion set (ifs) because it would not insert into the intended site.